Event description:
Physician reported left side rupture with intracapsular silicone diffusion, silicone perspiration waves, folds, rotation, change of device¿s color, capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.